Event description:
It was reported that during a diagnostic procedure using the colovideoscope, the image was lost. The event occurred while the patient was under sedation and the device was inside the patient. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication error), foreign objects in the air/water tube and circuit board unit in scope connector is dirty due to water leakage. A root cause could not be identified. However, based on the results of the investigation, it is likely the following led to the malfunction: a cut on the ccd (charge coupled device) cable leading to a b30 scope communication error and loss of image. The presence of white foreign material in the air/water tube and contamination of the circuit board unit in the scope connector due to water leakage. Overall, the most probable cause of the malfunction identified during the investigation is traced to dust or dirt problem identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.